Event description:
The infection control practioner at hospital contacted steris to report an increase in patient aspirates testing positive for mycobacterium gordanae. Reportedly a common variable between these patients were bronchoscopes that had been processed in the steris system 1.